Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. The pediatric patient experienced a skin reaction with itching, burning, rash, redness, inflammation, and blisters, extended beyond the patch perimeter, which occurred same day the sensor had been inserted in the arm. The reaction was treated with a prescription of an oral antibiotic, erythromycin 250mg 4 times a day. At the time of the report, the patient was fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.